Event description:
"On or about (B)(6) 2010," a miniarc was implanted to treat for "stress urinary incontinence and/or pelvic organ prolapse." Plaintiff's attorney alleges "after and as a result of implantation," plaintiff "suffered serious bodily injuries, including but not limited to, continued incontinence, extreme pain, erosion of her internal body tissue, add'l surgeries, continual bladder and urethra infections, "and other injuries, including hardening, chronic pain, and dyspareunia. Also alleged, plaintiff has experienced significant mental and physical pain and suffering, has required add'l surgeries and/or medical treatment, and has sustained permanent injuries."

Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a f/u report will be sent.